Event description:
It was reported that during a procedure the 2.5 mm x 23 mm xience v stent delivery system did not cross the 95% stenosed lesion in the diagonal artery. The patient was treated satisfactorily with a xience nano. The patient experienced no untoward effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. No additional information was provided. Device analysis revealed there was blood in the inflation lumen and the balloon.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood on the shaft, balloon and stent implant and in the inflation lumen and in the balloon. There was contrast in the inflation lumen. This suggests advancement into the body and is consistent with preparation and a leak or rupture while in the anatomy. The stent implant was stationary on the tightly folded balloon between the markers. The tip length and stent implant outer diameters met manufacturing criteria. The first two rows of the distal end of the stent implant were mangled and the hypotube was bent and kinked. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The lesion was 95% stenosed which likely contributed to the reported difficulty. Additionally, a new indeflator filled with water was used in an attempt to pressurize the balloon, when fluid leaked from a pinhole in the balloon over the proximal balloon marker. There was a flap of balloon material 0.5 mm distal to the pinhole. The pinhole in the balloon was within the balloon fold. In this instance, there was no report of any leak or damage to the catheter noted during the preparation for use, which would suggest that the balloon was not damaged prior to use and that a product deficiency did not contribute to the balloon damage. Follow-up with account noted that the device was returned as a failure to cross only and no leak was detected. In this instance, it is likely that the balloon material was damaged during interactions with accessory devices and/or the calcified lesion during advancement or retraction in the lesion. A review of the device lot history record was performed and there are no non-conforming material records associated with this lot that would have contributed to the reported event. A query the complaint handling database for the reported lot was performed and revealed no other incidents reported for torn balloon material. There is no indication of a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. Additionally, all stent delivery systems are visually inspected and leak tested prior to packaging, and a sampling of units is destructively tested to verify rated burst pressure.